Event description:
It is reported that the patient was revised due to extreme osteolysis behind the distal femur and proximal tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.